Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. As a result, customer experienced symptoms of hyperglycemia and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.